Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump pump alarming and it was blank and there was nothing on the screen. Customer stated that insulin pump continue to beep once customer went to another location. Customer stated that pump performs a timing safety test every minute and constant tone or alarm did not disappeared. Customer stated that insulin pump would not shut down and was alarming constantly. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.